Event description:
Additional information received, from the manufacturer¿s representative (rep). Which was confirmed, with the healthcare provider (hcp), reported the patient was unable to charge themselves on a frequent enough basis. And the works at the long-term care facility didn¿t keep it charged for them. The over discharge was resolved, after the rep completed a reset of the device. And was able to get it charged. The rep had been following up, with the patient¿s son who saw the patient every couple of days to charge the battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# unknown, roduct type: recharger, product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to recharge the patient's implant. They were able to determine patient last recharged (B)(6) 2021 using data from the recharger. Patient programmer won't connect to implant as well. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient shakes because she doesn't have dbs therapy. Additional information was received from the patient representative reporting that their hcp told them that the ins had been off at the last appointment and no equipment was brought. Technical services (tss) reviewed the potential of overdischarge and suggested the nursing facility call to have mdt representative (rep) paged. The caller stated that the nursing facility says they have been charging the ins but reports from the hcp shows it had been off. Tss sent an email to reps for assistance. It was reported that the patient is in overdischarge and the rep would like information sent to him on how to complete the physician recharge mode (prm) process. Tss emailed the rep the information and encouraged him to have the hcps working with the patient to call for live assistance.